Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have oral inflamation, swelling of the lips and sore in the mouth. The patient did receive medical intervention in the form of drugs. The reported event of oral inflamation, swelling of the lips and sore in the mouth and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed non-serious, non-reportable injury (severity levels 2 and 1 are not serious adverse health consequences per FDA's cdrh health hazard evaluation form version 3-1) and possibly related to the product problem with the device and/or use error. Based on the available information, the manufacture concludes no further action is necessary.   The device has not yet returned to the manufacturer for evaluation. No further investigation can be performed. If any additional information is received, a follow up report will be filed.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2021-03641-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health effect - impact code was updated.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have oral inflamation, swelling of the lips and sore in the mouth. The patient did receive medical intervention in the form of drugs. There is no patient harm or injury. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR) section b2 was changed to blank (previously it was other serious) section h1 was changed from serious injury to malfunction section h6 health effect - impact code was corrected.

Event description:
The manufacturer received information alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have oral inflammation, swelling of the lips and sore in the mouth. The patient did receive medical intervention in the form of drugs. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.